Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked and chipped on both front corners of top case also cracked on right plunger case and bottom case. Event history log review was performed and found no evidence of reported problem. Visual inspection and power-up process were performed. The customer?s reported problem was confirmed. According to the investigation, v5.0.0 software version was found on pump at power up. The investigation reported that the customer replaced the main board and did not upload from base to head process to convert the v5.0.0 into a compatible software for the 4000 medfusion pump. According to the investigation, the reported problem was induced by incorrect process by customer. Investigator?s uploaded from base to head process to convert the v5.0.0 into the compatible software version for the medfusion 4000. Investigator?s also replaced the pump right plunger case due to cracked. Replaced plunger case seal due to old worn part. Replaced top and bottom case due to physical damage. Replaced worm coupling, worm gear, wavy washer, stepper motor and delrin washer for preventative action. Cleaned, greased; calibrated device and performed all functional tests which passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited bag interconnect board. No patient involvement reported.